Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument screw came out while in the patient. The customer was able to locate the screw and placed back on the instrument. The prograsp forceps instrument still had 10 lives remaining however the customer was unable to continue using the instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use with nothing out of the ordinary noted. The instrument was being used as a grasper when the fragment fell into the patient. The customer attempted to take instrument out and realized a screw was sticking out of it which was not allowing the instrument to come out of the trocar. The instrument was in use for about an hour prior to the issue. The surgeon noticed the grasper felt loose which caused an issue with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material. The fragment did not fall due to an instrument tip/accessory collision. The instrument was not removed prior to the screw becoming loose. When the customer attempted to take the instrument out, it would not go through the trocar because of the screw that was sticking out. The customer had to completely remove the screw because it could not be pushed back into the instrument so that they could remove it from the trocar. The wrist was straightened upon removal if the instrument. No resistance was felt by the surgical staff upon removal of the instrument or damage to the cannula. No other damage noted other than the screw coming out. Fragment was removed using a laparoscopic instrument. All fragments were removed and confirmed with an x-ray. The procedure was completed robotically. The patient has not returned due to the issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. Grips and other components adjacent to the dislodged pin did not show damage.

Event description:
Refer to h10/h11 for follow-up information.